Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp / 500mm. The incident occurred in new york. Livanova field service engineer replaced the erc with (60-05-60u sn:(B)(6)) to resolve the issue per guidelines, perform functional checks and all passed with positive results. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about a erc device failed to working during procedure.there is no report of patient impact.

Manufacturer narrative:
H10: a comprehensive review of the device's service history revealed that it was manufactured in 2018, and no similar events or concerning trends have been reported. During the on-site technical inspection, which confirmed the unit's failure, it was observed that it intermittently failed to open or close. Additionally, damage to the wire of the electronic remote control (erc) was noted. Considering all the gathered information, it cannot be dismissed that the instability in the connection between the erc and the s5 system may have been due to the damaged cable, likely resulting from rough handling by the user over time. This instability in the connection may have consequently caused the electronic clamp to respond inadequately.

Event description:
See initial report.